Event description:
During placement of the anchor,it broke. The broken portion was retrieved and replaced with an additional anchor without further complications.no patient injury was noted. Additional information received from r.n. Indicated in the instructions for use. The surgeon had just begun to insert the anchor when it broke. She also indicated that the anchor wasn't even in the bone when it suddenly broke.